Manufacturer narrative:
The microsensor was returned for evaluation: - DHR - no anomalies were identified that occurred during the manufacture or packaging of the device. - failure analysis - received partial catheter, cut/torn/crimped from drainage tube. No testing possible. - root cause - the complaint was confirmed, potential root cause: improper use or excessive force on product; physical strength of product unfits for intended use.

Event description:
A facility reported that during implantation procedure, the microrsensor (ID 826653) broke after slightly being pulled. The physician said this microsensor was too fragile to implant into the patient. Then the physician retrieved the device and stop monitoring. The event led to 15 minutes surgical delay.

Event description:
N/a.

Manufacturer narrative:
Follow-up to add missing field in the initial report: d9.